Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose(due to exceeding time of usage) on (B)(6) 2025. The patient tried to treat with correction bolus via pump. The highest blood glucose of the patient was 549 mg/dl. Therefore, the patient was hospitalized for two days and received treatment with intravenous fluids (saline) and insulin. Further, the patient went to intensive care unit. The patient was discharged on (B)(6) 2025. No further information available.